Manufacturer narrative:
The pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate after customer re-filled cartridge while it was loaded onto pump. Customer's blood glucose was 275 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.